Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08625, 0001825034-2017-08626, 0001825034-2017-11272, 0001825034-2017-11274. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial was misaligned from the implant. The cement had hardened before the implant could be disassembled and removed. The surgery was delayed by twenty minutes for additional implants to be delivered to complete the case. Attempts have been made and no further information has been provided.